Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of no image was confirmed. Product failed functional testing with no live video output. Cause of video malfunction is a defective cable assembly. Camera head passed functional testing with a known good cable assembly installed. Factors which can contribute to a shorted cable include rolling a heavy cart over the cable or excessive bending of the cable. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the camera went black. No patient injury or significant delay were reported. Back up device was available. There was no patient injury or any other medical intervention.